Event description:
It was reported that the patient presented to the hospital due to experiencing diaphragmatic stimulation. The left ventricular lead exhibited high capture thresholds and fluoroscopy showed that the lead had dislodged. No intervention was done.